Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when we opened the lens package the blue plunger fell down and doctor tried put them back in and load the lens but the plunger going over the lens. There are multiple medical reports associated with different events. This file is 5 of 9.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.